Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not advise shock for a simulated ventricullar fibrillation rhythm. Complainant indicated that there was no patient invlovement in the reported malfunction.